Event description:
It was reported that this patient received multiple inappropriate shocks. It was noted that one inappropriate shock was received in april 2026 due to noise when moving the patients arm. At this time the primary and secondary sensing vectors showed significant noise, thus the sensing vector was changed to the alternate vector. Most recently inappropriate shocks were delivered in may 2026 and review of the episodes did not appear to be noise related. It appeared that the patients morphology suddenly changed leading to p wave oversensing and inappropriate shocks. The smartpass featured was turned off. A request for technical services (ts) review was needed. Ts reviewed the provided data and noted that the inappropriate shocks may be difficult to mange with the current system location. Ts noted a revision may be considered and an implant of a transvenous system. Ts also discussed performing another screening with the current s-ICD system. Ts also discussed the p wave oversensing was caused by diminished qrs amplitude rather then the amplitude of the p wave. Ts noted that stable and sufficient amplitude of the qrs was more important to see during exercise screening. No adverse patient effects were reported. The s-ICD remains implanted.